Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3 , e1 (initial reporter, event site telephone, event site email). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse review of the alarm log showed multiple ¿system over temperature¿ entries. An inspection of the internal components found no physical damage. The device was powered on, and the overheating alarm did not reoccur. Functional testing was performed using a simulator, and the device operated correctly. The device was returned to the customer and is suitable for clinical use.